Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Unable to determine the cause of the customer's reported ballooning silicone segment. The customer stated the set has been discarded and is not available for failure investigation.

Event description:
Customer reported the silicone segment ballooned during an infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.